Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified mid right coronary artery (rca). After the non bsc guide wire crossed the lesion, the physician crossed the lesion with a 1.50x15mm apex push monorail balloon catheter and it was ruptured at 10atms. The device was successfully removed from the pt and the procedure was completed with another device. No pt complications were reported with the pt's current condition is listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.